Manufacturer narrative:
This report is submitted on march 5, 2021.

Event description:
Per the clinic, the patient experienced pain secondary to the migration of the electrodes. The device was re-positioned on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.